Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blister under the front therapy electrode that did open. The patient was told to use a topical antibiotic from nurse. The patient ended use on the device due to receiving ICD. The patient reported that removing the device and using a cortisone cream helped improve the rash.